Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. For post dilation the 2.75mm x 15mm quantum maverick balloon catheter was advanced to the unspecified lesion. On the first inflation the balloon was partially inflated to 10atms and ruptured. The device was removed from the patient intact and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).